Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that post implantation of an intraocular lens (iol), the patient experienced debilitating glare during day, poor visual quality and poor vision. The iol was exchanged with an alternate lens model approximately 6 months following the initial procedure. Additional information has been requested however, further information has not been requested.